Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare confirmed the device exhibited double counting leading to the delivered shock. The device was then reprogrammed and remains in service. No adverse patient effects were reported.